Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the loss of display on start up. The root cause of the reported issue was due to low coin cell battery voltage.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) was already onsite when the customer informed him of the reported issue. The fsr tried reseating the gas delivery engine (gde) multiple times, which caused the display not to power up or to repeat the "vent inop" alarm condition. The fsr has ordered for a new gde and new display to replace on the ventilator in order to complete the device repair. At this time, receipt of the replacement parts is pending and once received, the fsr will complete his evaluation and repair. Once a final investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop. The customer reported there was no patient involvement associated with this event.